Event description:
The patient experienced a loss of therapeutic effect. The patient woke up with no stimulation sensation. The stimulator battery was charged. There was no known accident or incident related to the event. The patient status was reported to be good. The patient was encouraged to contact his health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.